Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of a hemorrhage aneurysm, the physician attempted to implant a 1mm x 4cm galaxy g3 mini coil (glm910040, l14217) in the target lesion, but the complaint product was removed due to the electrical failure with an enpower control cable (ecb00018200, s14674). The complaint product was replaced with another product and the procedure was completed safely. The event did not result in patient injury, patient death, additional intervention to prevent serious injury of death, hospitalization, prolongation existing hospitalization, or permanent disability. The devices were used and prepped as per the instructions for use. The product is not available for the investigation. No further information is available. The device was discarded therefore no further investigation can be performed. A manufacturing record evaluation was performed for the finished device l14217 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil- failure to detach¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization of a hemorrhage aneurysm, the physician attempted to implant a 1mm x 4cm galaxy g3 mini coil (glm910040, l14217) in the target lesion, but the complaint product was removed due to the electrical failure with an enpower control cable (ecb00018200, s14674). The complaint product was replaced with another product and the procedure was completed safely. The event did not result in patient injury, patient death, additional intervention to prevent serious injury of death, hospitalization, prolongation existing hospitalization, or permanent disability. The devices were used and prepped as per the instructions for use. The product is not available for the investigation. No further information is available.